Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital due to receiving multiple shocks from the device which also had decreased estimated longevity. Upon interrogation, episodes of ventricular fibrillation with therapy and right ventricular lead noise were observed. The device was explanted and replaced as well as the lead was capped and replaced on (B)(6) 2019. The patient tolerated the procedure well and stable. Related manufacturer reference number: 2938836-2019-16065.